Event description:
It was reported that pump experienced malfunction alarm while customer had very high blood glucose reading that displayed as ¿high¿ with specific value unknown, and no notable events occurred before the issue. There was no reported information regarding adverse impact to the customer¿s blood glucose level beyond the high reading or need for third-party medical assistance. Customer had just woken up and had not yet taken steps to address high blood glucose when calling, and technical support guided customer through resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code reappeared, which customer acknowledged and understood.